Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s daughter that the patient was deceased. The patient went to the emergency department and was told that the implantable cardioverter defibrillator (ICD) ¿was not working right¿ and that on the electrocardiogram the ICD ¿wasn¿t firing¿. The ICD was not interrogated at the hospital. The cause of death was requested but was not provided.